Event description:
The tip end of the anchor broke in the patient. Per malfunction report, it is unknown at the moment how the piece was removed.

Manufacturer narrative:
During our evaluation it was observed that the implant is broken in three pieces, the small piece of suture that was returned has frayed ends. Review our internal quality records associated with the involved product lot have confirmed that no additional complaints have been filed for this manufactured lot. Without the requested information; was the ao 2 finger technique used; site prep; patient bone quality; axial alignment maintained; no conclusion can be made. No further investigation is warranted at this time. (B)(4).